Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. Patient was treated with cefazolin, 1 gram twice daily interperitoneally (ip), and gentamycin, 40 milligram twice daily ip. Later, the cefazolin and gentamycin treatments ended and the patient was discharged from the hospital. Pd therapy was ongoing. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4): the exact date of birth is unknown; however, the birth year was reported as 1966.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.